Event description:
Pt noticed condensation on insulin pump screen. Stated syringe is leaking. Blood glucose level is 255.

Manufacturer narrative:
Problem is currently found in two separate lots of the glucopro syringe: 0e17c and 0e26g. Both lots have been recalled, but we have not yet received a recall number.